Event description:
The introducer was utilized during an endostent placement in 2001. In 2002, the pt came back to the hosp for hemostasis. The pt later had a femoral stenosis and the physician went in to repair. During the repair, it was noted the valve of the introducer was found, possibly from the 2001 procedure. The physician retrieved the valve and the pt has not sustained any adverse effect. According to the physician, he did not believe the valve was related to the femoral stenosis.